Event description:
It was reported that, the device has switched into magnetic response mode unexpectedly, which resulted in inappropriate pacing. The patient was experiencing ventricular tachycardia (vt), likely due to the output mode, and was admitted to the hospital. Technical support was contacted and recommended reprogramming. The device was reprogrammed to resolve this event and the arrythmia. The patient was stable.